Event description:
It was reported that there was insufficient ice. A visual ice MRI cryoablation console was selected for a cryoablation procedure. It was reported that there were issues with getting the right size iceballs. The device seemed to be working at 50% capacity. There were no patient complications reported.

Event description:
It was reported that there was insufficient ice. A visual ice MRI cryoablation console was selected for a cryoablation procedure. It was reported that there were issues with getting the right size iceballs. The device seemed to be working at 50% capacity. There were no patient complications reported. It was further reported that the account was using a 15 meter gas line that was connected to a wall outlet to supply gas for the procedure. During troubleshooting, it was recommended the account connect a full argon cylinder and conduct a 10 minute freeze cycle using an iceseed needle. The account performed the recommended troubleshooting and there were no further clogging or small ice ball size reported. It was determined that there was no problem with the console. The issue was with the account's use of the gas line to connect to the wall outlet instead of an argon gas tank.

Manufacturer narrative:
B5. Updated event description or problem with additional information received from the gsms service record.